Event description:
It is reported that problem in stylet while removing it from catheter. It got stretched and break away in two parts i.e material and spring during removal of stylet.

Manufacturer narrative:
This complaint is confirmed and will be recorded as user related. Returned for eval is one damaged flush through stylet wire that is pre-loaded in a 5 fr single lumen per-q-cath catheter. As evidenced by the sample returned the stylet wire has been damaged through use. The damaged incurred to the stylet wire exhibits severe tensile elongation of the outer coils and separation of the center core wire from its distal weld tip. It should be noted that the distal weld tip is missing from the sample and was not returned for eval. The combined findings of severe stylet wire damage with the lack of any mfg defects implies the complaint incident occurred during placement and was not an out of box failure. The per-q-cath catheter comes with a stylet wire pre-inserted into the lumen. The stylet has a hydrophilic coating on the outer coils of the wire. This coating eases wire retraction by making the surface of the wire very slippery. Activation of this feature requires the user to flush the catheter lumen prior to style retraction. If the user does not irrigate the lumen prior to attempting stylet removal, the inner lumen can be damaged when resistance is met if the user continues to apply traction. Also, if the catheter is not repositioned when resistance is encountered, or if the catheter is held by a clamping instrument during stylet retraction, the stylet wire can damage the inner lumen of the catheter. The damage can be severe enough to completely sever the catheter. A red hang tag on the stylet handle, as well as product instructions for use (IFU) gives written and illustrated directions for proper placement techniques. An lhr of lot #reuuh0061 shows to be an invalid lot number. A sequential search of the implicated mfg lot number was facilitated and no lot number matched the complaint sample that was...